Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise during a routine follow-up. The patient was asymptomatic. During a routine pulse generator change out procedure, the lead was capped and replaced.

Event description:
Additional information reported stated that the lead was also fractured.

Manufacturer narrative:
(B)(4).